Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was septum material in the syringe. There was no reported impact to customers blood glucose. Customer continued to use the pump for insulin therapy. No additional information was provided.